Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure,the echelon flex powered plus articulated endoscopic linear cutter presented a loss of functionality in the surgical procedure. The stapler did not release the load, there was loss of strength and cut. When trying to open "any manual showing difficulties, hardening." It is unknown how the procedure was completed. Patient consequence was not reported. As the report was received directly from anvisa, no additional information is included in the report.